Manufacturer narrative:
General information: we received a complaint about a nc292t - metha cap 12/14 120°/0° size 2 regarding a loosening of the metha stem after approx. 6 months. Consequences for the patient: post-operative medical intervention was necessary a revision surgery. Investigation: due to a lack of components, an investigation is not possible. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number. Conclusion and root cause: the failure is most probably patient / usage related. Rationale: on the basis of the current information and without a product for investigation, a clear conclusion can not be drawn. The device history records have been checked and no abnormalities could be observed. The complaint history for the metha stems as well as for the specific lot is inconspicuous. Statistical analysis. Based on the market surveillance, there is no systematic failure. Furthermore, there is no indication for a design-related error. Several reasons can lead to a loosening of such a stem, e.g.: osteolysis, patient behaviour, infection, implantation situation. Corrective action: a CAPA is not necessary according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with metha cap. According to the complaint description, the first implantation was on (B)(6) 2019. The patient felt pain after 6 month and was told at a hospital visit that hip had loosened. Intraoperative x-rays had shown no abnormality. In (B)(6) 2020 revision surgery took place due to severe pain. During revision surgery loosening of the stem was obvious. It was noted that the surgeon has been implanting metha products since 2012. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event/malfunction is filed under (B)(4).